Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the patient was having difficulty charging their ipg. The rep called the patient and left a message but have not heard back. Hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported. (B)(6) 2019, e1-e5 (rep): nni.